Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were no episodes were available to verify lead noise oversensing. The sic was up to 1989 since (B)(6) 2015. There were no episodes were available to verify electromagnetic interference oversensing. (B)(4)

Event description:
It was reported that a magnetic resonance imaging (MRI) test was done on a patient that had a non-MRI approved implantable cardioverter defibrillator system. The device was turned to sensing only for the test and when checked afterwards the right ventricular (rv) lead indicated a high number of sensing integrity counter (sic) and the device battery voltage had changed from 2.95 volts to 2.93 volts. The rv lead and device remains in use. No patient complications have been reported as a result of this event.